Event description:
While a nurse was visiting a home patient, the nurse attempted to make a cassette change. She was using the instructions from the IV class given by the co she works for. The nurse reviewed the pca data pre-cassette change. During the cassette change she said the pump asked; "cont." The nurse selected yes, reportedly, "thinking that the basal was a continuous rate." The pump converted to the continuous mode. The nurse caught the error and corrected it prior to starting the infusion. A few hours later the patient passed away. The nurse made the visit to the patient to pronounce him. The pump was still on. The nurse changed the pca data and the patient had received 3-4 bolus doses since she had left him. The pump "seemed in order." The patient was actively dying and expected to pass. Reportedly, "there was no indication that the pca had anything to do with the patient's death." The IV clinical mgr stated there were no discrepancies with the delivery rate and dose and the pt did not receive any overinfusion of morphine. Although requested by baxter, no info was provided regarding pt demographics, pt history, doses used, autopsy results and the death certificate.